Event description:
Patient care specialist contacted dexcom technical support via email on (B)(6) 2015, to report that the patient is experiencing a reaction to the sensor adhesive and she has seen a dermatologist for this as the patient is allergic to tegaderm as well. The patient preps the site with an alcohol pad. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.